Event description:
It was reported that during a shoulder arthroscopy, five (5) out of eight (8) tendon anchors, broke after being implanted using the tendon staple. All the anchors were removed from the patient as well as the regeneten patch. The procedure was completed with a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
H2: corrected data.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The tendon anchor puck was returned with one anchor in place. No fractured anchors or insertion devices were returned. An assessment of material characteristics found that no fracture of implant could be confirmed, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis from each raw material supplier must be included. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.